Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Subject device is an instrument and is not implanted or explanted. Unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn as no product was returned. Without a lot number, the device history records review could not be requested.

Event description:
During a mis-tlif procedure surgeon put together the t-pal applicator handle, the t-pal applicator knob, and the t-pal trial spacer. Surgeon locked the system and was impacting the assembly at level l4-5 when the trial spacer pivoted and hit the dura. Surgeon removed the assembly with the implant attached, and took two hours repairing the dura. Surgeon then opted to use the opal system and completed the procedure. This is three of three reports for this event.